Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure with fast-fix 360, the first shot was effectively made and when the second shot was going to be made, the internal part of the device did not return to load the second implant. The first implant was removed from the patient with a suture manipulator. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is stable.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box and pouch with the batch number of the complaint on the labels. The t1/t2/suture were not returned. The needle is bent. The orange depth guide is crushed where the deployment knob should be attached. The orange rear cover is broken away from the deployment knob. A functional evaluation was not performed due to the broken condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or attempted correction of a damaged device. No containment or corrective actions are recommended at this time.